Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that customer experienced low blood glucose in the range of 40 mg/dl. Customer¿s current blood glucose was 44 mg/dl. Customer had cataract surgery and customer was not able to read the numbers on her insulin pump. Customer declined troubleshoot for low blood glucose. Insulin pump will not be returned for analysis.